Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-20, serial: (B)(4), batch: 5171322.

Event description:
It was reported that the patients leads migrated after a non-device related hospitalization which was verified through x-ray. It was also noted that the patient was only receiving unilateral coverage. The patient underwent a lead replacement procedure. The patient was reprogrammed postoperative and was receiving bilateral coverage. The explanted devices were not returned per hospital policy.